Event description:
On 08/28/2025, it was reported that the user¿s ilet touchscreen was temporarily nonresponsive on the unlock screen. The issue was resolved by updating the firmware, and the user was able to continue use without further concerns. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.